Manufacturer narrative:
Tmj stock that was explanted was (B) (4) lot 123510 (55mm lft standard mand) and (B) (4) lot 486330 (55mm rt narrow mand). They were returned and visually reviewed; there was no indication of product failure of these devices. No further complications have been reported. (B) (4). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had a tmj replacement about 5 years ago. The patient has juvenile rheumatoid arthritis, and his joints had fused together, therefore the doctor had requested a custom tmj implant to replace the stock implant. On (B) (6) 2010 the revision surgery was performed. During the revision surgery, the doctor had the clear view trial piece in the patient to confirm fit, it broke and the surgery was delayed for about 30 minutes while the piece was found and removed from the patient.